Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. If the device associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors that could have led to the ablate not working includes: not having sufficient saline outflow in order to maintain the formation of plasma or possibly not having sufficient suction which decreases the functionality of the device. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or the foot control which were not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device burned and was not ablating. There was no smith and nephew back up device available to complete the procedure and a delay greater than 30 minutes. No patient injuries were reported.